Event description:
Used otc "wart freeze" device and sustained a 3rd degree burn on his arm, (device without capability of adjusting width to treat affected area only). Dates of use: 2008. Diagnosis or reason for use: warts. Event abated after use stopped or dose reduced: yes.